Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of inconsistent ECG readings is inconclusive due to non-original product return. One 5 fr dl powerpicc 3cg catheter kit was returned in sealed packaging. The product information showed lot: redq1562. The catheter and 3cg stylet assembly were removed from the kit. A multimeter was used to test the continuity between the distal end of the stylet and the white fin and was found to be continuous. The resistance was measured and found to be within manufacturing specification. The continuity of the grey fin and wire assembly was also tested. No issues were observed. Since the returned product was an unopened kit and no issues were observed on the returned sample, the complaint could not be confirmed. The condition of the original sample and conditions during use are unknown; therefore, the complaint is inconclusive. A lot history review (lhr) of redq1562 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redq1562) have been reported from the same facility.

Event description:
It was reported that there was trouble getting the intravascular rhythm (yellow rhythm) to show up or be consistent. This resulted in at least one unnecessary cxr. No patient harm reported.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq1562 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redq1562) have been reported from the same facility.

Event description:
It was reported that there was trouble getting the intravascular rhythm (yellow rhythm) to show up or be consistent. This resulted in at least one unnecessary cxr. No patient harm reported.